Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing the soft tissue in an oral tumor surgery, the needle of the device broke. The surgeon replaced the suture to resolve the issue. There was no patient injury.